Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. An x-ray was taken which revealed insulation damage and a conductor fracture at the terminal end of the lead. It was noted that the lead was physically in two pieces. A revision procedure was performed where the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.